Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report no audio output on (B)(6) 2014. Dexcom has issued an rga for patient to return her device to be investigated. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.